Manufacturer narrative:
The device functional tests were performed, and testing indicated that the central station alarms were intermittent that inop was due to the telemetry box, and that mx40 carries the inop display. The field service engineer (fse) checked and confirmed the device speakers are secured are not loose and are fully operational. Alarms settings were also verified and confirmed that the overview is fully operational. Fse found no alarming issue with the pic ix. The device was operational after tests were verified and confirmed overview was fully operational. The device was restored back to use, and no device problem was found. The investigation concludes that no further action is required at this time.

Event description:
The customer reported that the central alarms are intermittent. The device was in use on a patient at the time of the event, there was no adverse event reported.